Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported a volume discrepancy occurred where the actual residual volume (arv) was greater than the expected residual volume (erv). The arv was 10ml and the erv was 1.5ml. The hcp was requesting flow rate accuracy information. The hcp stated they have limited history at this time, but stated that this discrepancy has been going on since at least 2017, but maybe longer. The hcp stated that the patient has not had good therapy (pain relief) since implant. The hcp had no further history and does not have patient information at this time. It was asked and unknown if the symptoms were sudden or gradual. The event date of the volume discrepancy was 2017 (maybe longer) and the patient has not had good therapy results since implant (date unknown). No further complications were reported/anticipated.